Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va04w3l, implanted: (B)(6) 2013, product type: lead; product ID neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. A year ago, the patient was riding in a car, hit a bump and her stimulator began shocking her in her vagina lips. The patient was able to turn stim off when she got home and shocking stopped. A week ago, the patient began feeling shocking in the same location. The patient had not used patient programmer and does not think implantable neurostimulator (ins) is on but did not have patient programmer present to verify. Previous unrelated medical history was noted: patient had problems with bladder mesh not related to shocking. The patient had problems with "copd" that makes her breathe funny. The patient could not be seen by hcp (healthcare provider) due to outstanding bills and was requesting additional physician listing information. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.